Event description:
Report received from (B)(6), stating that the cutter could not be inserted for this device. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided. The date of the event is unknown.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).